Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00003. It was reported that the patient fell multiple times and experienced ineffective therapy. Surgery may have occurred on (B)(6) 2020 to explant the system to address the issue.